Event description:
Procedure: lap gastric bypass. According to the reporter: the needle wouldn't toggle after passing through thick tissue. No additional information was provided from the site.

Manufacturer narrative:
(B)(4).